Manufacturer narrative:
In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent an unknown surgical procedure on 10/31/2016 and reservoir was attached to a drain. When connecting the reservoir to the drain, the surgeon found that it did not make negative pressure. The surgeon removed the reservoir when trying to solve the problem, but it was not successful, so it was necessary to open a new reservoir. There were no adverse patient consequences reported. No additional information will be provided.